Manufacturer narrative:
Product event summary: manufacturer's analysis indicated that the external pulse generator's main printed circuit board was out of specification electrically. The lower case, hanger assembly, output connector assembly/nuts, and main seal were also found to be contaminated. The epg was re-calibrated and passed final quality assurance tests. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action.

Event description:
The external pulse generator (epg) was returned for advisory repair and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.

Manufacturer narrative:
Failure analysis was performed on the main printed circuit board assembly. Visual inspection revealed no anomalies. Bench analysis noted in the automated test results there was a failure when the device was tested at the service center. The failing test was tested 25 times on the automated test console in the failure analysis lab, the device failed 4 times. All fails reported a negative current while the passing test runs reported .001ua -.003ua. Bench testing resulted with a current measurement of 2.7ua. It is believed that the test system is incorrectly executing the test. Conclusion: no conclusion at this time. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.